Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29july2019. Troubleshooting with customer support resulted in the customer being advised to check mask setting perform exhalation port test per user guide. Customer support reached out to customer to call back if further assistance is needed. Customer has reported the issue has been resolved with the air/o2 sensor assembly. The crack damaged u1 created the 100b error code. The defective u1 on the air flow sensor created the low leak-co2 rebreathing risk (e/c 1203). Proximal pressure line is disconnected alarm could not be duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported consistent proximal port disconnect alarm. No patient involvement.